Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch, right/left iui(inter-unit interface) and membrane frame. Based on the findings, service determined that the reported issue was due to non-supportive 3rd party lvp latch assembly kit. Device history record: a review of the device history record showed the device had a manufacture date of 05apr2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported accuracy - unknown (volume, temp, pres). There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported accuracy - unknown (volume, temp, pres). There was no patient involvement.

Event description:
It was reported accuracy - unknown (volume, temp, pres). There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported accuracy - unknown (volume, temp, pres). There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 : investigation is still pending.